Event description:
Red eye, pain, sensitivity to light, blurred vision, watering eye. I took him to vision center as a walk in, they diagnosed him with a serious eye infection and corneal ulcer. This was confirmed by an ophthalmologist at a different eye clinic. He was treated with eyedrops -?name of medicine-every 2 hours, and also used ciloxan ophthalmic ointment at bedtime. He had to be followed very closely, he was seen every 2-3 days while being treated. He is left with a permanent scar on his cornea. He did use bausch and lomb renu.